Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered with elevated short v-v intervals, oversensing, noise, possible fracture and inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.